Manufacturer narrative:
Device history record summary: the release step combined with the absence of any deviation shows that that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Further follow up from the healthcare professional indicated symptoms resolved 7 days after injection.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of allergic reaction and "swelled up significantly with redness" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: ¿ injection site reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 7 days in facial wrinkles and folds, and typically last = 14 days in the lips. Refer to the adverse events section for details. Adverse events: ¿ the most common injection-site responses for juvéderm® ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Post-market surveillance: the following adverse events were received from postmarket surveillance for juvéderm® ultra and ultra plus, with and without lidocaine, with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All adverse events obtained through postmarket surveillance are listed in order of number of reports received: lack or loss of correction, inflammatory reaction, allergic reaction, necrosis, infection, migration, paresthesia, dry skin, abscess, headache, malaise, flulike symptoms, vision abnormalities, scarring, nausea, drainage, dyspnea, syncope, dizziness, anxiety, granuloma. In many cases, the symptoms resolved without any treatment. Reported treatments have included: oral or injectable antibiotics, steroids, steroidal creams, hyaluronidase, anti-inflammatories, anti-histamines, needle aspiration and drainage, ultrasound therapy, analgesics, anti-viral, excision, eye drops, hyperbaric oxygen, laser resurfacing, tissue debridement, surgical scar revision, ice, massage, and warm compress."

Event description:
Healthcare professional reported a patient was injected with 2 syringes of juvéderm® ultra xc using the ¿cannula technique¿ in the nasolabial folds, perioral, marionette lines, into the chin area, and above the lip and experienced an allergic reaction later the same day in the whole lip and around the mouth, chin, and cheeks swelled up significantly with redness at the injection sites. Patient was prescribed benadryl and prednisone on the day of injection and was told to continue prednisone for 4 days and to continue taking the benadryl. Patient was also prescribed zantac. Symptoms have resolved 40% but the patient is still ¿pretty swollen.¿ patient was taking blood pressure medication concomitantly.